Manufacturer narrative:
Additional information indicated on postoperative day (pod) 4 and pod11, the result of blood cultures were (B)(6). On pod15 the patient developed a headache. Lab test results showed (B)(6). On pod17, the patient complained of left shoulder pain. The pain was localized in the soft tissue area. No swelling or fever was reported. On pod19, lab results showed (B)(6). On pod23, the patient¿s consciousness level was ¿relatively low, but was responsive¿. On pod24, the patient tended to be ¿somnolence, but was responsive and could have a conversation¿. However, the patient became apneic and a neck abscess was seen. Blood culture was (B)(6). The patient then became unconscious and their condition worsened. On pod26, the patient expired due to (B)(6) meningitis. During the autopsy, vegetation of (B)(6) was found on the prosthetic heart valve; infectious endocarditis (ie) was diagnosed. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest/indicate the source of the infection was (B)(6), which was identified prior to the tavr procedure. The source of the (B)(6) is not known. The subsequent patient death was reported to be due to mrsa meningitis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our affiliate in (B)(4), the patient expired on postoperative day (pod) 26 due to a (B)(6), meningitis and an infective endocarditis was confirmed by the autopsy report. Preoperatively the patient had been found to be mrsa positive by nasal cavity examination. The patient underwent an uneventful transfemoral tavr. The valve function was normal after tavr. However, the patient continued to complain of headaches and neck pains. On pod 26, the patient passed away due to mrsa related meningitis. Cefamezin was given and specific treatment for mrsa infection was not performed prior to the tavr. Per medical opinion, the device relationship to the event was unknown.